Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by MFR: the stent was returned for analysis on the balloon. The device was cut off 5mm proximal from the proximal bond. The remaining part of the stent delivery system (sds) including inner, outer, midshaft and hyptoube, was not returned. A visual examination of the stent found the stent severely damaged, with struts distorted, overlapping and bunched distally for 14mm, exposing the proximal balloon wall. The stent struts at the distal edge of the stent were flared and stretched. The balloon cone profiles & balloon main body were reviewed and found that the balloon wings were slightly opened out from their folded positions on the proximal side where the balloon wall was exposed. Solidified media resembling dried blood was evident inside the proximal balloon cone, which suggested that the device had been compromised during the procedure. A product mandrel could be inserted through the device with little resistance due to dried blood inside the lumen. The balloon could not be inflated as the device was cut too short and could not be attached to any inflation devices. The device was left in the waterbath at 37°c to clear the clotted blood however even after removal of the stent and a microscopic examination using the backlight, no pinhole could be detected on the balloon. The balloon was immersed in water and in a colored solution, clamped at the bumper tip and massaged, however no leak was identified neither on the distal side of the balloon nor on the proximal part. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned. The bumper tip of the device showed no signs of damage initially. However due to manipulation of the tip during analysis to insert liquid inside the balloon, the tip became severely damaged at the distal end. A small part of the outer and inner lumen was cut off at the proximal bond during examination to allow for liquid lot be inserted inside the balloon in an attempt to detect any potential pinholes. The remaining parts of the stent delivery catheter were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter removal difficulty was encountered and stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal left anterior descending (lad) artery. After plain old balloon angioplasty and intravascular ultrasound was performed, a 2.5mm nc balloon catheter was advanced to dilate the lesion. Subsequently, a 2.75 x 32 synergy drug-eluting stent was advanced to treat the lesion. Slight resistance was encountered but the device was able to cross the lesion. However, upon first inflation at 3 or 4 atmospheres, leakage was noted under angiography from the distal part of the balloon. The physician attempted to withdraw the device but failed due to resistance. Another guide wire was advanced and dilatation was performed with non-bsc balloon catheter but still unable to remove the device. The physician then decided to cut off the hub of the shaft and a non-bsc guide extension catheter was advanced but came in contact with the stent. The distal edge of the stent was deformed and the stent was unable to be removed. The patient was then transferred to another hospital for surgery for treatment. Surgery was performed with an incision of the blood vessel of the mid lad and the device was cut and removed via a guide catheter. No patient complications were reported and was discharged from the hospital.